Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level, as the levels did not exceed 500 mg/dl or indicate ¿high¿ on the cgm. To resolve the issue, the customer changed the infusion set and cartridge before resuming insulin.